Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratioinr: (5.3), lab inr: (2.46), time between testing: (ten minutes). Lab venous draw. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Pending investigation.